Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited low impedance. The lead was capped and replaced. The patient was stable.